Manufacturer narrative:
This incident is being reported because the 7 fr introducer sheath was left in place in the patient's cfa for an extended period of time and the treating physician indicated that sheath management was one of several factors that may have contributed to the patient's eventual leg amputation.

Event description:
On july 19, 2021 prytime received a report of a patient suffering from distal ischemic complications due to sheath management issues which eventually lead to limb loss following the use of the arrow 7 fr introducer sheath from the prytime reboa catheter convenience kit. This event occurred at denver health medical center in denver co. On july 21, 2021 a follow up call was held with the treating surgeon and members of the prytime team. The event description is as follows. Patient presented to ER via ems with blunt traumatic injury from a motor vehicle collision with ejection. Patient was in hypovolemic shock on arrival in the ed. An arrow 7 fr introducer sheath was placed using ultrasound guidance in the right common femoral artery (cfa). Patient underwent a positive fast scan and x-ray revealed a right sided rib fracture, and probable small right hemothorax. Patient also had a mild traumatic brain injury (tbi), was combative and confused. Patient was taken to scanner where right side vertical shear pelvic fracture and acetabular fracture were identified, ipsilateral to the sheath. Cta (computed tomography angiography) was performed after 7 fr introducer sheath insertion with no remarkable findings due to trauma/pelvic fracture, but small vasculature was noted as well as a large right hemothorax. Right chest tube was placed, and patient was intubated prior to surgery. Blood products were given, and improvement of blood pressure (bp) was noticed, however patient remained tachypneic and combative. Surgeon reported the plan was to induce anesthesia and provide vasopressor support to patient. Upon induction, bp dropped unexpectedly and patient coded. Reboa catheter was placed to improve perfusion and patient subsequently recovered. The reboa catheter provided occlusion in zone 1 for 10 minutes. Patient bp stabilized and catheter was removed. Following reboa catheter removal, the 7 fr introducer sheath was left in the right cfa for approximately 6 hours. The patient's injury pattern included a pelvic shear fracture on the r side. Traction was applied to the injured r leg as part of orthopedic management of the patient's injuries. The sheath was not removed prior to traction. A lack of distal pulses was observed in the r leg following traction. At this point, the sheath was removed. Imaging confirmed a clot extending from the r cfa to the iliac. Ir attempted to remove the clot intravascularly, but abandoned the attempt after approximately 2 hours. The clot was then successfully removed using open surgical technique. The r leg subsequently exhibited compartment syndrome, followed the next day by infection, which ultimately led to an above the knee amputation of the r leg several days later.